Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was 210 (mg/dl). The customer took a correction via insulin pens. It was indicated that the customer would use insulin pens as alternate insulin therapy until the replacement pump was received.